Event description:
The service technician reported the device had unintended activation when it was running when the trigger would not stay in safe and moved to the run position.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The service technician reported the device had unintended activation when it was running when the trigger would not stay in safe and moved to the run position.